Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that a patient experienced a corneal burn during phacoemulsification. The patient required glue to seal the wound in the eye. The event occurred immediately after the foot pedal had been depressed to begin epinucleus sculpting. The patient has recovered from this event. A sample is not expected to be returned for evaluation. Additional information has been requested.